Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed between (B)(6) 2022 involving ten (10) patients and two lot numbers. This MFR. Report addresses test eleven (11) of twelve (12) and lot 1087604. The total quantity of false positive results occurring with each lot was not provided. The test was performed with the kit swab on a direct-tested nasal sample. Confirmation testing was performed via pcr at an offsite location (platform: roche cobas 8800) using nasopharyngeal samples. The swabs were stored at -4°c and tested within 24 hours of collection. The patient was reportedly symptomatic. The patient was admitted to the covid-19 clinic and was moved to another department upon receiving the negative pcr test. The customer confirmed there was no death or serious injury based on the test result.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed between (B)(6) 2022 and (B)(6) 2022 involving ten (10) patients and two lot numbers. This MFR. Report addresses test eleven (11) of twelve (12) and lot 1087604. The total quantity of false positive results occurring with each lot was not provided. The test was performed with the kit swab on a direct-tested nasal sample. Confirmation testing was performed via pcr on (B)(6) 2022 and (B)(6) 2022 at an offsite location (platform: roche cobas 8800) using nasopharyngeal samples. The swabs were stored at -4°c and tested within 24 hours of collection. The patient was reportedly symptomatic. The patient was admitted to the covid-19 clinic and was moved to another department upon receiving the negative pcr test. The customer confirmed there was no death or serious injury based on the test result.

Manufacturer narrative:
H6 health effect - clinical code: test result led to unnecessary grouping with confirmed positive patients. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087604 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1087604, test base part number 190-430 / lot: 1087604. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087604 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use; device discarded.